Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned for inspection and the following reportable malfunctions were identified during the device evaluation: cracked glue and, peeling and missing sealant at probe head transducer. A definitive root cause could not be identified. Based on the results of the investigation the probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited cracked glue and, peeling and missing sealant at probe head transducer. There was no patient involvement.